Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 77-year-old female patient for high-risk percutaneous coronary intervention (hrpci). During the course of support, a hematoma with minor oozing was noted at the left groin access site. The physician was made aware, and the angle of insertion was maintained during transport. The access site was noted to be soft, and the bleeding was managed with standard measures. The patient survived following device explant. The reported event involves an access site hematoma with minor bleeding. Access site bleeding is a known risk described in the instructions for use and is more plausibly related to procedural access and patient-related factors, including anticoagulation and purge requirements.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary asae / hematoma / minor bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.